Event description:
Endopthalmitis [endophthalmitis]. This is the second of six reports from the same source. A registerted nurse reports a pt developed endopthalmitis after a tecnis z sharp 9000 intraocular lens, diopter 20 was implanted in 2003. The pt had positive staphylococcal epidermitis/coagulase negative staphylococcal infection which confirmed the endopthalmitis. Healon 5 was used as a viscoelastic to aid in the lens implantation. The pt was being treated with antibiotics at the tiem of this reprot and the tecnis z sharp 9000 lens remains implanted. Medical history is positive for obesity and a salivary gland tumor. The event of endopthalmitis is considered seious by a company physician's medical judgement. No further info provided.